Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment. The physician continued to retract the guide catheter and it stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation revealed that the push catheter was kinked close to the proximal end. The suture hole at the distal end of the push catheter was slightly torn. The guide catheter was stretched and broken close to the proximal end. The distal end of the guide catheter was kinked/bent (suture impression). The suture was not intact and not returned for evaluation. There was no visual damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment. The physician continued to retract the guide catheter and it stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.